Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the implant was not sterile due to the plastic packaging being damaged. A one hour delay in the procedure was incurred while the implant was re-sterilized.